Event description:
It was reported that three days post implant the patient sustained an arrhythmic event necessitating cardiopulmonary resuscitation (CPR). The resuscitation caused a right ventricular (rv) lead perforation. A computed tomography (CT) scan showed rv lead perforating the right ventricle and a pleural effusion. The patient was admitted to an intensive care unit and the following day the rv lead was deactivated. The patient is enrolled in the adapt response clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.